Event description:
It was reported that during an electrocardiogram review, it was noted that several inappropriate atrial tachycardia response (atr) episodes had been declared due to far-field over-sensing from this right atrial (ra) lead. Currently, the physician is continuing with normal remote monitoring and follow-up appointments. At this time, the ra lead remains implanted and in-service. No adverse patient effects were reported.